Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument (vse) instrument was analyzed and was found to have a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley is detached from its original position and loosely placed inside the housing. As a result, the grip and wrist cables became loose. The jaws do not open and close properly upon testing. Additional observation related to customer reported complaint was that the instrument was found to have loose and derailed grip cable in the proximal end. The cable is loosely placed around the clamping pulleys. This caused the jaws not to open and close properly. This is caused by the dislodged back-end pulley. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. The probable cause of the dislodged backend pulley is attributed to the component¿s susceptibility to damage which can be a result of manufacturing process. The cable on the grip drive can come loose if the cable was not properly seated in the grip input thread, therefore losing grip tension resulting in the backend pulley becoming dislodged. The probable root cause of the observed loose and derailed grip cable in the proximal end is attributed to the dislodged back-end pulley. The probable root cause of the lag of the grip tips observed is attributed to dislodged backend pulley, loose and derailed grip cable at the proximal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was attached to the vision side cart (vsc) and was inserted inside the abdomen when jaws would not open. The customer tried twice with no success, the customer unplugged the vse instrument from the vsc and plugged back in, but the jaws would not open. The customer removed the vse instrument and replaced with and a new vse instrument. No fragment fell into the patient. The procedure was completed, and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The nurse inserted device through robotic trocar so doctor could use for cautery on cholecystectomy. Device would not work at all. See reported complaint. Device would not work when inserted into abdomen. Jaws were not stuck on tissue. There was no unexpected tissue removal. There was no bleeding. There was no tissue or bleeding involved as this device wouldn't work from the start.